Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation. Instead, it was sent in to an olympus regional repair center in japan for repair. During the course of the repair, the occurrence of error message e433 which is triggered by the generator¿s safety system was confirmed. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. In the case at hand, this was caused by a defective motherboard. Thus, this event/incident was attributed to component failure. In addition, there were cracks in the front panel, whose cause was investigated in a CAPA. It was found out that the impact of a regular and intense use of harsh cleaning and/or disinfection agents may have an impact on the front panel¿s material. Therefore, new materials for the front panels were implemented in august 2019. However, these cracks do not relate to the occurrence of error e433 and do not impact the safety of the suspect device. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: hf unit "esg-400"; common device name: hf- generators; 510(k): k141225; product code: gei.

Event description:
Olympus was informed that the esg-400 hf-generator issued error message e433. No further information was provided but there was no report about an adverse event or patient injury.